Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated into her uterus') and pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, pelvic pain female, ovarian cyst drainage, hypoglycemia, epilepsy, dyspareunia, cervix inflammation and endocervical squamous metaplasia. Previously administered products included for an unreported indication: depo-provera. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), discomfort ("discomfort") and alopecia ("excessive hair loss"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingoophorectomy.). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, discomfort and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, discomfort, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms, but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 31-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("essure coils had migrated into her uterus") and pelvic pain ("chronic pelvic pain/ increasingly severe pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criterion medically significant), discomfort ("discomfort"), menorrhagia ("heavy menstrual bleeding"), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysterectomy to remove her essure coils on (B)(6) 2010). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, discomfort, menorrhagia, abdominal pain, back pain, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, discomfort, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms, but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure coils had migrated into her uterus') and pelvic pain ('chronic pelvic pain/ increasingly severe pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 4, pelvic pain female, ovarian cyst drainage, hypoglycemia, epilepsy, dyspareunia, cervix inflammation and endocervical squamous metaplasia. Previously administered products included for an unreported indication: depo-provera. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("pain during intercourse"), menorrhagia ("heavy menstrual bleeding"), discomfort ("discomfort") and alopecia ("excessive hair loss"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpinoophorectomy.). Essure was removed on (B)(6) 2010. At the time of the report, the device dislocation, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, discomfort and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, device dislocation, discomfort, dyspareunia, menorrhagia and pelvic pain to be related to essure. The reporter commented: she sought treatment for her symptoms, but was unable to resolve her symptoms. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. Most recent follow-up information incorporated above includes: on 19-mar-2021: medical record received: medical history, reporter information, patient's aka name was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.